Event description:
The complaint was reported as: the customer alleged that the pt was being ventilated with a pb 840 respiratory ventilator through a hudson 1613v ventilator circuit. The blue cap over the pressure line had come off. Per the respiratory supervisor, the ventilator did alarm with a "pt disconnect" alarm. A caregiver, not a respiratory therapist, silenced the alarm. A pt death occurred.

Manufacturer narrative:
Three attempts have been made to obtain add'l info from the user facility. To date, the user facility has not responded to the request for add'l info.